Manufacturer narrative:
Additional concomitant medical products: depakote - 15yrs 1500mg/day; laxapro - 2-3mths 20mg/day; elavil - 1mth 25mg/day; levothroid - yr 0.25mg/day; advair - 3.5 yrs 50-50/day;ranitidine - 1.5yrs 30mg/day;

Event description:
Customer reportedly obtained results of 170 mg/dl and 19 mg/dl, 19mg/dl and 187mg/dl, and 239mg/dl /24mg/dl on the advantage system. All comparisons were within 10 minutes. No action on device results. No adverse event reported. Requested return of suspect system and replacement was sent.